Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the atrial pacing capture threshold was elevated. Atrial capture management trend shows threshold rising from an approximate baseline of 1.25 volts to 2.5 volts in (B)(6) 2015. The threshold remained at 2.5 volts the remainder of record. (B)(4)

Event description:
It was reported that a device check indicated the patient's right atrial (ra) lead had high thresholds of 4.75 volts at 1.0 ms. It was also noted that a chest x-ray was completed and the patient's doctors would be communicating on the next steps to take for the patient. The ra lead remains in use. No patient complications have been reported as a result of this event.